Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a conclusive cause for the reported difficulty removing the protective sheath could not be determined; however, factors that may contribute to difficulty removing the protective sheath may include, but not limited to, manufacturing, normal variation within the manufacturing process or protective sheath removal technique. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, a conclusive cause for the reported difficulty removing the protective sheath and deflation issue could not be determined since the device was not returned for analysis. Additionally, it is likely that the reported deflation issue contributed to the resistance met with the guiding catheter during removal since the balloon would not fully deflate. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a right coronary artery lesion. A 5 x12 mm nc trek rx balloon dilatation catheter (bdc) was prepared before patient use; however, it was difficult to remove the protective sheath. The bdc was advanced to the target lesion for pre-dilation without issue. However, the bdc was unable to be fully deflated and was unable to be retracted back into the guiding catheter. The sheath and the entire delivery system were removed from the patient as a whole. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.